Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the device battery was showing 94% of remaining longevity. When the device was interrogated again, it was 93% of remaining longevity. As the physician saw no evidence of the device being taken out of storage mode, the physician elected to not implant the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was taken out of storage mode as setup was not completed. The programmer log file review verified the timestamp was not set. The programmer will use a default value of six months post manufacture for the longevity remaining estimate. The device was taken out of storage mode 17 months after the manufacture date. Therefore, the longevity remaining longevity was based on an assumed 11 months of implant. As a result, the clinical observation was not confirmed.